Event description:
Device evaluation: device was returned to manufacturing facility for evaluation. The stent was dislodged from the distal marker to the proximal one about 6mm. The device was analysed using a microscope: traces of blood were detected on the shaft. No radio opaque solution detected in the inflation line. The distal part of the stent was over the distal marker so the profile was out of the specs. The crossing profile was measured using a microscope on the distal end and was in tolerance. The heat setting marks were clearly recognized close to the markerbands. On the surface of the balloon, crimping marks of the stent were identified.

Event description:
Physician was attempting to treat a lesion in the subclavian artery using scuba stenting device. Angiograph result showed 80% stenosis in the right subclavian artery, moderate calcification and vessel was moderately tortuous. No pre dilatation was carried out. Physician found that during surgery the stent dislodged from the anchor point of balloon after it crossed the sheathing. Physician removed the device and changed to another scuba device to complete the procedure. No patient injury or other sequelae were reported for this event. ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Results: limited information, root cause unknown. No results available since no evaluation performed - device returned but evaluation in progress. Conclusion: limited information, root cause unknown. Conclusion not yet available - evaluation in progress. (B)(4).